Manufacturer narrative:
Follow-up #1: date of submission 02/19/2016.device evaluation: the pump has been returned and evaluated by product analysis on 02/03/2016 with the following findings.on investigation, the alleged bolus button issue was duplicated. The pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the keypad buttons. The bolus button was found to be damaged while the button was responsive to presses. Unrelated to the complaint, battery compartment crack was found to the left of the grip pad running from the threads to the case seal.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the audio bolus button was under responsive. Reportedly, the bolus button cover was intact and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.